Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit, but was unable to reproduce the reported malfunction. The fse performed a full preventive maintenance (pm) per manufacturer specifications. The unit passed all tests and calibrations. The iabp was ready for clinical use.

Event description:
It was reported that before use discovered by hospital personnel, the cardiosave intra-aortic balloon pump (iabp) unit failed leak test five times. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a